Event description:
The customer reported via phone call that the insulin pump had a blank display and alarmed failed battery test. The customer's blood glucose was 377 mg/dl. The customer stated that there had not been any damage to the insulin pump, nor moisture exposure. The customer noted that the device had not been dropped or bumped. She stated that the battery cap, battery compartment and battery spring had not been damaged. The customer stated that she removed and reinserted the battery into the insulin pump and received a battery out limit alert. The customer was assisted with clearing the alert, and that was when the insulin pump alarmed failed battery test. She cleared the alarm and stated that she had to disconnect the call abruptly to obtain a new battery. She advised that she could call later if necessary and ended the call. She was advised that the battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.